Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014, due to a performance decrement. The patient was reimplanted with a new device during the same surgery. This report is filed june 19, 2015.

Manufacturer narrative:
(B)(4). No yet received by manufacturer.